Manufacturer narrative:
Pump received with unresponsive keypad. Unable to perform the self test due to unresponsive keypad. Pump was cut open to perform visual inspection and found no physical or moisture damage. Case was swapped out and the keypad started working properly. Problem isolated to the keypad stack. Pump did not download history files and traces using thump. No stuck key alarms noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and corroded battery. Keypad unresponsive / button error alarm was confirmed during testing and isolated to the keypad stack.. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm and the button was stuck. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for keypad anomaly and the customer will discontinue use of the device. . No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1880 was requested and customer response was the device will be returned.